Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead became dislodged. An unsuccessful attempt was made to reposition and place the lead. The lead was replaed. No patient complications have been reported as a result of this event.